Manufacturer narrative:
G4: 05oct2020. B4: (B)(6)2020 . The customer reported during performance verification testing (pvt) there was a power source issue. The field service engineer (fse) confirmed the issue. The (fse) replaced the power supply to resolve the issue. The unit passed performance verification testing and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11aug2020.

Event description:
The customer reported power source issue. The unit was not in use, and there was no patient or user harm.